Event description:
The customer contact reported a separation. On an unspecified date, the tubing set was being used for intermittent deliveries of unspecified medications. The option-lok male adapter of the tubing set was connected to the patient's IV access site. After an unspecified length of time, the customer contact reported the tubing separated from the clave port of the tubing set and an unspecified volume of solution leaked. The tubing set was replaced and the therapy was resumed. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.